Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they received an unexpected restart alarm. The alarm occurred after they inserted a new battery. The customer's blood glucose level was 407 mg/dl. They treated the high blood glucose with insulin pen. It was noted that the customer's health care professional had temporarily taken him off the insulin pump and back on insulin pens. The device will not return for analysis.